Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient being brought back for an infection. The surgeon did a head and liner exchange, wash out with bactisure, and implanted antibiotic beads.